Event description:
The operating room manager reported, "during a surgery, while impacting, the device fractured." There was no delay and no adverse consequences for the pt.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.